Manufacturer narrative:
Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope's bowden cables were too heavy (angulation control knob felt too stiff). There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the scope had not been sufficiently cleaned. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During device evaluation, the reported issue was confirmed: the bending angle in the up direction did not meet with specifications due to a deformation at the bending tube. Examination showed that the image guide protector was damaged, the distal end cover was damaged and the bending section had adhesive that was separating. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During investigation, the source of the foreign material was not identified and the cause of the material remaining in the device could not be specified. It is unknown if there were any deviations from the device instructions during customer reprocessing and there was no damage to the area where the material was detected. The root cause of the issue could not be confirmed. Olympus will continue to monitor field performance for this device.